Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that continuous transducer fault alarm has occurred on the vela ventilator while on patient. The patient was not harmed on this reported event.